Manufacturer narrative:
This device was evaluated by ferno's authorized field service representative. The reported incident could not be duplicated but observed damaged areas of the cot confirm the complaint. The cot was 5 years old at the time of incident and evaluation. A review of prior service records revealed no previous service work orders. The device was repaired and returned to the customer. There have been no reports of later claimed injuries by the patient. A review of the serial number reveal no prior related complaints against the device.

Event description:
It was reported that during an unload of a bariatric patient the drop frame allegedly bent upward as the bail caught the safety hook and the head end wheels struck the step bumper. The patient allegedly reported an injury but refused further treatment. No further details were provided with the initial report.